Manufacturer narrative:
As stated this report is being submitted as for mfg. Report # 9681834-2015-00001 to provide new information that was received from the user facility. This information was documented in section b5 of this report.

Event description:
This report is being submitted as follow-up # 1 for mfg. Report # 9681834-2015-00001 to provide new information received from the user facility. Follow-up communication with the user facility confirmed the following information: (1) a diagnostic cath procedure was being conducted at the time of the event; (2) the dilator remained within the sheath after the breakage occurred, they then just manually pulled out the dilator shaft; (3) the sheath and dilator were not removed together, only the dilator was removed; (4) there was no medical intervention; and (5) the patient was a small pediatric patient.

Event description:
The user facility reported that the dilator snapped off. Follow-up communications with the user facility confirmed the following information: (1) after insertion the dilator was tilted to removed from the sheath; (2) it was at this point when the dilator snapped off at the hub; (3) the procedure was completed; and (4) the patient's condition is stable.

Manufacturer narrative:
Results - is based upon evaluation of user facility information & the returned sample; the reserved sample. Conclusions - is based upon evaluation of the user facility information & the returned sample; the reserved sample. The involved device was returned to the manufacturing facility for evaluation. Visual inspection confirmed the dilator was broken at the hub. The dilator was subjected to manipulation along the length and no other breakage occurred. Three recent retentions from this product code were also evaluated. There were no visual anomalies noted during a visual evaluation. In addition, functional testing confirmed the products met manufacturing specification. The production lot number was not provided by the user facility, which prevented a meaningful review of applicable production records. Product specific trending for the past three years shows there have been no similar reports. Although the exact cause cannot be determined based on the available information, the appearance of the involved sample is most consistent with dilator brittleness. The presence of a localized and extremely limited area along the dilator with apparent brittleness remains an extremely rare occurrence, with no connection to product code, lot number, or user facility. All available information has been placed on file in quality assurance for appropriate tracking, trending, and follow up. (B)(4).